Event description:
Customer reported no scan option on the device. Customer stated attempting to reset and enable the device; however the scan option was still did not appear on device. No treatment. A request was made for return product and replacement product was sent.